Event description:
Pt born with poland's syndrome. Has undergone a series of operations (3 since 1995) for placement of an implant for symmetry and reconstructive purposes. On a yearly basis for last 3 yrs pt has had the implant deflate. Pt underwent removal of intact but deflated implant. Augmented on right with silicone implant. Deflated implant cleaned, decontaminated and returned to mentor corp.